Manufacturer narrative:
Results code used for the catheter. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the catheter migrated. The catheter was replaced.